Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred and the pump battery would intermittently be able to be charged. Multiple charging usb cables and power sources were used. Customer continued to use pump for insulin therapy. Customer's blood glucose was 159 mg/dl.